Event description:
The customer reported that while pipetting an hbc assay on ortho summit bubbles were pippetted in all wells of row g and no error message was generated. A field service engineer was dispatched and inspected the instrument. The engineer could not duplicate the problem. The engineer performed diagnostic checks before placing the instrument back into service. No death or serious injury was associated with this incident.